Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with insulin. Customer's blood glucose was 300 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.